Event description:
A pump malfunction was reported by the caller, marked by a malfunction code labeled "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing pump reset instructions and helping with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.